Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s brother stated the patient was having issues calibrating the system on (B)(6) 2018. He stated that on (B)(6) 2018, the patient¿s cgm was showing double arrows up with the reading above 400mg/dl. He stated that was not normal and felt like the sensor was faulty. On (B)(6) 2018, the cgm was displaying 40 mg/dl and the patient took a nap. He stated that his mother found him unresponsive and called the paramedics. When they arrived, they checked the patient¿s bg and the meter was reading 40 mg/dl, while the cgm was displaying a reading of 80 mg/dl. The patient was treated with glucose and stated they "spend" the night in the hospital and discharged on (B)(6) 2018. It is unclear if the patient was treated with glucose by the paramedics or in the hospital. Treatment at the hospital is also unknown. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Correction to the following statement in the initial MDR "on (B)(6) 2018, the cgm was displaying 40 mg/dl and the patient took a nap. He stated that his mother found him unresponsive and called the paramedics."

Event description:
On (B)(6) 2018, the cgm was displaying 40 mg/dl and the patient took a nap. He stated that his mother found him unresponsive and called the paramedics.